Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/20/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by "suture is not staying in the patient"- sutures fell out within 24-48 hours and the incisions opened up. All three were mucosal incisions. Did the suture break? Possibly. Did the suture knots untie? Possibly. Clarify the quantity of sutures that had this issue? Three. When did the issue occur? (During surgery, post op? At 24-48 hours post-op. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an otolaryngology procedure on an unknown date and suture was used. It was reported that sutures fell out within 24-48 hours and the mucosal incisions opened. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: suture fell out within 24-48 hours and the incision opened up. Mucosal incision. Did the suture break? Possibly did the suture knots untie? Possibly what was the initial procedure name? Tongue biopsy what specific tissue was the suture placed? Tongue mucosa what was the tissue condition where the suture was placed? Healthy, fresh edges how was suture initially placed (interrupted or continuous)? Interrupted how were the seromuscular underlying tissues closed during procedure? N/a- mucosal suture only (shallow wounds) what is the current patient condition? Stable, fully healed